Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Additionally, on (B)(6) 2007, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a cystocele and a rectocele. The patient underwent the concurrent procedure of a vaginal hysterectomy during mesh implantation. It was reported that following insertion the patient experienced urinary problems, bleeding, dyspareunia, and vaginal scarring. The patient underwent septal surgery in (B)(6) 2007. The patient underwent mesh implantation in (B)(6) 2007. The patient underwent excision of mesh, re-suturing of vagina and cystoscopy on (B)(6) 2007. The patient underwent status post erythemanodosum on (B)(6) 2008 secondary to minocycline. The patient underwent colonoscopy on (B)(6) 2008. It was reported that the patient underwent explantation of vaginal mesh, bilateral paravaginal defect repair, anterior colporrhaphy, and posterior colporrhaphy on (B)(6) 2008. The patient underwent mesh implantation, intraop cystoscopy, release of vaginal constriction ring, perineoplasty, revision of vaginal apex with release of vaginal apex. On (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, rectocele, trouble emptying bladder, dyspareunia and urinary tract infection.